Event description:
It was reported "during introduction of the swg through needle, there is a resistance, when trying to push swg back it wont move forward or backwards. The complete system is taken out (needle + swg) observing that the swg has spiral looking on its tip." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheter set including the guide wire and catheter for analysis. The introducer needle was not returned. Signs of use were observed on the returned components. Visual examination revealed the guide wire was kinked throughout the body and curled towards the distal end. Microscopic examination of the guide wire confirmed both welds were present and appeared full and spherical. No defects or anomalies were observed on the catheter. Visual analysis could not be performed on the introducer needle as it was not returned. The kinks in the guide wire measured 38 mm, 46 mm, 252 mm, and 261 mm from the proximal tip. The overall length of the guide wire measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.514 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through a laboratory 20ga introducer needle. The undamaged portions of the guide wire passed through the needle cannula with little to no resistance. A manual tug test confirmed both welds were intact. A device history record review was performed, and there were no relevant findings. The IFU provided with the kit warns the user , "precaution: do not advance guidewire unless there is free blood flashback. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample, however, the introducer needle was not returned. Visual examination revealed the guide wire had multiple kinks throughout the body and was curled towards the distal end. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional user error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during introduction of the swg through needle, there is a resistance, when trying to push swg back it wont move forward or backwards. The complete system is taken out (needle + swg) observing that the swg has spiral looking on its tip." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".